Event description:
It was reported that a malfunction alarm occurred, displaying a specific code, which prompted a need to reset the pump. The customer confirmed that the malfunction did not cause blood glucose levels to exceed 500 mg/dl. Technical support provided instructions to reset the pump, but as the issue recurred, a replacement pump was arranged.